Event description:
The patient had a complete se stent implanted to the right distal superficial femoral artery. The patient was asymptomatic at 30 day follow up. Approximately 6 months post index procedure, the patient suffered in-stent restenosis of the right sfa. Vascular intervention was required to prevent permanent impairment/damage. The patient recovered with treatment. The investigator indicated that there was a definite relationship between the reported event and the study device and a probable relationship between the reported event and procedure. Patient recovered with treatment.

Manufacturer narrative:
(Secondary intervention) - eval results - occlusion of iliac artery or distal vasculature.